Manufacturer narrative:
This supplemental report is being submitted to provide correction and additional information. Updated fields: b5; h2. Corrected field: h8. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The reported light going out happened during an unspecified procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bad ignitor a root cause could not be identified. Based on the investigation results, it is likely that the following caused the malfunction: the unit had a faulty ignitor, which intermittently caused the light to go out. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that xenon light source had light going out during procedure. The procedure was completed using same device. There were no reports of patient harm.